Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2025 the patient experienced redness, pain, and hardness around the stoma site with difficulty to mobilize the tube. Additional information received on 05 feb 2025 in which the patient was seen by a physician who recommended 875mg/125mg of augmentin to start (B)(6) 2025 for stoma site infection, granuloma, and fluid discharge.